Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) during threshold testing, in both unipolar and bipolar configurations. The device was reprogrammed to vdd. More troubleshooting and a possible revision procedure were planned. No adverse patient effects were reported. Additional information was received that during a device upgrade procedure, this ra lead was found to be dislodged. The lead was surgically abandoned and a new ra pacing lead was implanted successfully. It was noted the patient's chronic right ventricular (rv) pacing lead was also abandoned and the patient received a right ventricular (rv) defibrillation lead with the cardiac resynchronization therapy defibrillator (crt-d). No change was made to the patient's left ventricular (lv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.